Event description:
It was reported that a patient expressed dissatisfaction with the surgical positioning of her replacement implantable neurostimulator (ins). The patient had "a horrible experience when getting her last ins replaced¿. She became too sick to do the surgery, and then later became anemic. Once the patient became well enough to undergo the surgery, the patient's healthcare provider (hcp) noticed redness at the previous ins pocket site and decided to implant the replacement ins higher on her back. It was reported that the patient was unhappy with the ins location.

Manufacturer narrative:
Product ID 3487a-33 lot# j0421710v, implanted: 2004 (B)(6); product type lead product ID 7435, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).